Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level in the 400's mg/dl. The cause for bg level reported was unknown. Customer was treated with insulin and released from the hospital in "early february". Multiple attempts were made to follow up with the customer; however, no response was received.